Event description:
The customer reported via phone call that they had a sensor anomaly. Customer reported a piece of the sensor cannula came out when the needle was pulled up. The customer stated the introducer needle was not bent upon removal. The customer's blood glucose was unknown. Customer was advised the sensor will be replaced. The customer agreed to return the sensor for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected 1 opened/used enlite sensor and found sensor retracted to inside sensor also found electrode broken missing broken part. Unable to confirm customer received sensor damage due to customer returned opened/used.